Event description:
Received info regarding an empty cartridge alarm. Customer is unsure of blood glucose level due to not testing. Customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a f/u supplemental report will be submitted.